Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control date were within range and a general reagent issue was not identified. The performance test data were within range. There was no evidence for an instrument related problem. It was noted the customer was not following the tube manufacturer's recommendations for sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The customer stated the sample had no hemolysis and was not icteric or lipemic. All testing was performed on the same e601 analyzer. The patient's initial hcgb result was 14.10 miu/ml and it was reported outside the laboratory. On (B)(6) 2013, the patient had another sample drawn and the results was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:5, and the result was 39957 miu/ml. The doctor requested that the patient's initial sample be repeated. On (B)(6) 2013, the repeat result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:5, and the result was 28270 miu/ml. There were no adverse events. The hcgb reagent lot number was 169563 and the expiration date was not provided. The field service representative ran a performance test and all the results were within the acceptable specifications. There was no evidence of an instrument problem. The calibration and quality control results were within range, so a general reagent issue could not be found.